Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise, high threshold and intermittent under sensing. The lead was capped and replaced. No visual anomalies were seen, but clavicular crush was suspected. The patient was in good condition.